Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted. The patient was brought to the intensive care unit (ICU). The cgm was reading 300 mg/dl and the blood glucose reading was 200 mg/dl. The patient declined to provide further information about the event. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available